Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the loading and unloading of the reloads in a robotic laparoscopic lobectomy procedure, they went through 3 handles and could not get them to load properly. Once loaded, the device would not fire with black reloads. The surgeon was able to press the green button but was not able to squeeze the handle. They kept changing handles to resolve the issue to complete the case. There was no patient injury.